Event description:
The patient claimed that the up/down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump was returned to animas with the following findings: testing confirmed intermittent responses to button presses on the keypad for all the buttons. Product analysis removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.